Manufacturer narrative:
Na

Event description:
It was reported that the ac power adapter got very hot and started smoking . It is unk if the ventilatory was connected to a pt when the reported problem occurred.